Event description:
Patient called alleging that there was a problem with the test strip dimension and that the test strips were peeling. The test strips were not expiered. They had done back-to-back readings that fell within the 20% variation. They contacted a medical professional for advice and did not receive any treatment. Customer service is replacing the vial of test strips and the meter for the patient since they are not comfortable with it. This case is being reported as a strip malfunction, since there is a problem with the test strip dimension.